Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is pinched its center. In the as-returned state the stent was located on the transportation wire inside the stent protector. The stent protector was found severely deformed at its distal end. The delivery system was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU instructs the user to always pull at the very distal end of the protector to avoid dislocation of the stent.

Event description:
A synsiro drug-eluting stent system was selected for use. During unpacking the stent dislodged from the balloon outside the patients body. Event date unknown.